Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that balloon deflation issues were encountered. The target lesion was located in a fistula in the arm. A 12.0 x80, 75cm charger balloon catheter was advanced for dilatation. However, difficulties were encountered inflating and deflating the device during the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: as part of the device analysis, the device was attached to an inflation unit and the balloon was inflated to its rated burst pressure of 12 atmospheres with no leaks or drop in pressure noted. The inflation device was verified at 12 atmospheres before and after use with a calibrated pressure gauge. Using the same inflation device, a vacuum was pulled and the balloon deflated in seven seconds. This inflate to rated burst pressure and deflation fully under vacuum was repeated on three more occasions and on each occasion the balloon maintained pressure with no leaks noted and deflated fully in an average time of six seconds. The deflation time was recorded using the digital timer. No issues noted with the lapweld area inside the balloon and also with the positioning of the markerbands. A visual examination of the returned device found no damage along the shaft. No issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation issues were encountered. The target lesion was located in a fistula in the arm. A 12.0 x80, 75cm charger¿ balloon catheter was advanced for dilatation. However, difficulties were encountered inflating and deflating the device during the procedure. No patient complications were reported and the patient's status was fine.